Manufacturer narrative:
Unable to perform occlusion test or displacement test due to missing retainer. Unit powered up properly after battery installation. Unit received with operating currents within specification. Unit passed rewind seating, basic occlusion test and force sensor test. No unexpected replace battery now alarm in the long trace and pump history noted. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less due to resistance issue at connector. Unexpected low battery alarms and power loss alarm found at long trace history file due to resistance at j6 connector. After disconnecting and reconnecting the internal battery connector on pump was monitored and functioned properly. Pump error alarm during self test and confirmed in the pump history due to cold solder joint on keypad assembly. Unit received with broken reservoir tube lip, missing reservoir tube o ring and missing display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 349mg/dl at the time of incident. Troubleshooting found that the pump indicated that the reservoir was empty, but customer stated it was full. Customer also indicated that the pump will alarm for battery issues. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.